Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation of esophageal varices procedure performed on (B)(6) 2022. During the procedure, the bands could not be deployed. It was noticed that the bands had rolled up on each other. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(Initial reporter phone): the other phone number of the initial reporter: (B)(6). Medical device problem code: (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation of esophageal varices procedure performed on (B)(6), 2022. During the procedure, the bands could not be deployed. It was noticed that the bands had rolled up on each other. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1 (initial reporter phone): the other phone number of the initial reporter: (B)(6) block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (handle assembly and ligator head) was analyzed, and a visual evaluation noted that the returned ligator head had six bands attached, some of them had moved from their position and overlapped, and one band was broken. The slack was taken up correctly and the trip wire was secured correctly. The suture thread was in good condition and contained seven knots. The device was observed under magnification and the ligator head teeth were found bent/damaged and the suture hole was also damaged. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the ligator head had six bands attached, some of them had overlapped and one band was broken, suggesting inability of the device to deploy. It is possible that due to the manipulation or technique used at that time to interact with the device may have interfered with the normal operation of the device. The crooked teeth and the damaged suture hole of the ligator head clearly showed that the functionality of the device was affected in some way and the required precision was not achieved, possibly by the tortuosity or anatomical conditions of the patient. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.